Event description:
A caregiver (cg) contacted (B)(4) requesting set up assistance up on the homechoice (hc) machine. The cg stated that after he connected the bags, one of them fell and became unspiked. The technical service representative (tsr) assisted the cg to cycle power to get back to the beginning of setup. The cg confirmed he would setup with new supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver on (B)(6) 2010, who stated everything was going fine and that they are now using the luer locks. No adverse event was reported. No sample is being returned for evaluation. This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.